Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The nurse from home health agency reported that a patient had blood glucose level of more than 600 mg/dl, felt sleepy, thirsty and bad. On (B)(6) 2020, the infusion was last changed. Subsequently, on (B)(6) 2020 at 2: 30 pm, the patient was admitted in the intensive care unit with blood glucose level of 458 mg/dl and diabetic ketoacidosis. During hospitalization, the patient received insulin drip as corrective treatment. Reportedly, the patient had high blood glucose level, as the cannula had a slight bend/ curve. Moreover, it was noticed that the top of cannula was curved, upon removal. The site location was the patient's stomach. The patient was hospitalized for three days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.